Manufacturer narrative:
At this time, product has not yet been returned and provided serial number was not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor did not activate correctly and presented a "scan again in 60 minutes" message. The customer subsequently experienced difficulty breathing and lost consciousness. The customer was treated with grenadine syrup by a neighbor. There was no report of death or permanent injury associated with this event.